Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the needle (cannula) came off the syringe during a procedure. The procedure was completed without product replacement and he suspected a bad engagement between the needle and the syringe. There was no harm to the patient. The product samples are available. No additional information is expected.

Manufacturer narrative:
For both products, the device history records were reviewed and both products show the orders were built and released per specification. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The customer reported that the tip of the syringe (2.5ml) that was equipped in the custom pak might have been inappropriate. Three samples syringes were returned and investigated. The returned samples had no defect such as a crack, deform, or foreign material attached on the point of the syringe which leads to a weaker connection. One hydro cannula was connected on to the syringe, but no loose connection or abnormality was confirmed. All of the samples were within the standard specification. No abnormality was found. Also three opened cannula were received in a bag for the report of bad engagement between cannula and syringe. The samples were visually inspected and were found conforming. The samples were then functionally tested for cannula fit with syringe and luer taper and were found conforming. Finally the samples were tested for air flow. Two samples were found conforming and one sample was non-conforming. For the syringes, the root cause of the customer's complaint could not be established as the sample met the supplier¿s specifications. For the cannulas, the source of the occlusion for the non-conforming sample was not visibly seen, however the functional air flow test was non-conforming. The returned sample was received opened and the complaint description explains that all three returned product were used for the entirety of the procedure, therefore, how and when the non-conforming cannula tip became occluded cannot be determined from this evaluation and an exact root cause cannot be determined for the complaint as described by the customer. A potential contributing factor to the occlusion seen is procedural residue introduced to the cannula during surgery. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time for the syringe as the returned sample met specifications. For the cannula, since the root cause for this complaint is unknown, a, specific action with regards to this complaint cannot be taken. All assemblies are 100% inspected for air flow. Any non-conformances found are removed from the lot and scrapped. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).